Event description:
It was reported that during a catheter placement procedure, the device allegedly pierced above the rigid part of the end of the catheter. There was no reported patient injury.

Manufacturer narrative:
The catalog number identified has not been cleared in the us but is similar to the broviac cv catheter repair kit, single-lumen, white, 6.6f that are cleared in the us. The pro code and 510 k number for the broviac cv catheter repair kit, single-lumen, white, 6.6f are identified. As the lot number for the device was not provided, a review of the device history records could not be performed. The return of the sample is pending. The investigation of the reported event is currently underway.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the broviac cv catheter repair kit, single-lumen, white, 6.6f that are cleared in the us. The pro code and 510 k number for the broviac cv catheter repair kit, single-lumen, white, 6.6f are identified in d2 and g4. H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one bd plastipak syringe loaded onto broviac s/l repair kit with an plastic hemostat attached to the end of the catheter were returned for evaluation. Functional, gross visual and microscopic visual evaluations were performed. A complete circumferential break was noted on the distal end of the catheter. However, striations were noted throughout the surface. The investigation is confirmed for the reported fracture issue, as a split was noted on the catheter, proximal to the catheter hub. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 09/2023), g3. H11: d4(medical device lot number), h6 (method, result, conclusion). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported that sometime post catheter placement, the device allegedly pierced above the rigid part of the end of the catheter. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one bd plastipak syringe loaded onto broviac s/l catheter with an plastic hemostat attached to the end of the catheter were returned for evaluation. Functional, gross visual and microscopic visual evaluations were performed. A complete circumferential break was noted on the distal end of the catheter. However, striations were noted throughout the surface. The investigation is confirmed for the reported fracture issue, as a split was noted on the catheter, proximal to the catheter hub. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that sometime post catheter placement, the device allegedly pierced above the rigid part of the end of the catheter. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one bd plastipak syringe loaded onto broviac s/l catheter with an plastic hemostat attached to the end of the catheter were returned for evaluation. Functional, gross visual and microscopic visual evaluations were performed. A complete circumferential break was noted on the distal end of the catheter. However, striations were noted throughout the surface. The investigation is confirmed for the reported fracture issue, as a split was noted on the catheter, proximal to the catheter hub. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported that sometime post catheter placement, the device allegedly pierced above the rigid part of the end of the catheter. There was no reported patient injury.